Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture were used. During the procedure the suture was breaking, and the needle was pulling the suture thread off. It happened multiple times across multiple surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: our failure analysis lab received a wrong product with reference to this complaint, the following was received: product code: m8701; product lot/batch: 10b5ed 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The original product code that I provided was incorrect. The product that I supplied in the return box was the product that the complaint was regarding. The sample that I provided is a sterile unused product from the same box of suture that the product complaint we regarding. I was unable to obtain the exact suture that was reported defective. I am providing a sample from that box to make sure it isn't a defective batch of sutures. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many procedures/patients were affected by this issue? For each patient event, how many devices exhibited the alleged deficiency? If possible, please confirm or estimate how many sutures broke and how many were pulled out from the tissue. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. Were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: I do not know how many surgeries were affected by the suture breaking. I estimate that 6-8 sutures broke I total across 3 different surgeons. The breakages occurred while pulling the suture through tissue. There were no patient complications due to the breakages. I was told about the breakages by the chiefs of vascular surgery at (B)(6). He is a vascular surgeon. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one unopened sample that pertains to product code m8701 was received for analysis. Upon initial inspection of the sample, no external damages were observed on the packet. The packet was opened, and the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand with no anomalies or issues related to breakage observed during evaluation. A functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.